Event description:
It was reported "that one of the pins in power port two (2) was partially broken". The facility performed a controller exchange and provided the patient with a replacement device. There was no reported patient injury as a result of this event. The device has been received by the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed; thorough external visual inspection of the device revealed a damaged pin on power port two (2) of the controller. The most likely root cause of the reported event is improper handling and excess force when inserting plug into connector. The instructions for use (IFU) cautions the user to not force connectors together without proper alignment. No harm or adverse effect on this patient was reported. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. The IFU also provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.